Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's parents reported hospitalization due to diabetes ketoacidosis. Customer experienced vomiting, chest pain, stomach pain and dizziness. The blood glucose reading at the time of the event was 579 mg/dl. Hospital is treating with insulin drip. The current blood glucose reading is 117 mg/dl. During troubleshooting, the high pressure test failed twice. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. No traces of moisture at the motor assembly or inside the reservoir compartment noted during the visual inspection.